Event description:
The pt was implanted with an abs device in 2001 for fecal incontinence secondary to spina bifida. The device was removed in 2001 due to infection as a result of erosion of the cuff through the rectal wall. The risk mgr indicated that the product was activated and "reactivated spontaneously" upon testing during explant. The other surgeries that were performed were laparoscopic loop ileostomy for temporary diversion, incision and drainage of abdominal wall adscess, perirectal/ischiorectal abscess.